Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2024, the subject was enrolled in a clinical study using a 5.0 x 60mm, 135cm ranger study device. The target lesion was in the left leg, involving the proximal, mid, and distal segments of both the superficial femoral artery (sfa) and the popliteal artery. The balloon was inflated once to a maximum inflation pressure of 6 atmospheres for 120 seconds. On (B)(6) 2025, sfa restenosis was noted and revascularization was performed. On (B)(6) 2026, the event was considered resolved.

Manufacturer narrative:
A4: weight: 80.7 kg.